Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous unspecified vessel. The physician experienced difficulty crossing the lesion with the taxus express2 2.5x8mm drug eluting stent. Poba was performed multiple times and two guide wires were used, however the 2.5x8mm taxus stent delivery system (sds) was still unable to cross the lesion. As the sds was being retrieved from the patient, the stent caught the tip of the guide catheter while being pulled back through the guide catheter. The sds was successfully removed from the patient but the proximal third of the stent was "compressed and lifted". The procedure was completed with another manufacturer's stent. No patient complications occurred. Patient status is satisfactory.